Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple inappropriate auto-mode switch (ams) episodes were observed via remote transmission. Review of the episodes revealed occasional far r-wave oversensing. Programming changes were discussed.